Event description:
The customer reported having unexplained high blood glucose. The blood glucose reading at time of call was 151mg/dl. The caller mentioned that insulin was leaking from the infusion set and reservoir connection, but she was not sure. The caller stated that there was insulin running through the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.